Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this patient rolled his side-by-side and subsequently damaged his medtronic left ventricular (lv) lead to the point of needing to replace it. The lead and the device was changed out since the battery was heading towards eri. No additional adverse patient effects were reported.

Event description:
It was reported that this patient rolled his side-by-side and subsequently damaged his medtronic left ventricular (lv) lead to the point of needing to replace it. The lead and the device was changed out since the battery was heading towards eri. No additional adverse patient effects were reported.

Manufacturer narrative:
Product returned. Device triggered replacement indicator while implanted. Device passed longevity calculation. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.